Event description:
Physician reported a right side extracapsular rupture and capsular contracture baker grade 2 confirmed by MRI. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, broken shell, part of the shell is missing. A microscopic analysis was performed which identify, sharp edge broken assessed, as unidentified tear opening. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp broken on posterior assessed, as unidentified (tear) opening. Missing shell assessed, as inconclusive.

Event description:
Physician reported, a right side extra capsular rupture. And capsular contracture, baker grade 2. Confirmed by MRI. Device has been explanted and replaced.